Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had only one image in 3d mode and in 2d mode it had no image, and it remained black. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.